Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for freestyle insulinx meter were reviewed and the dhrs showed the freestyle insulinx meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she experienced symptoms of hypoglycemia described as "very sick, tired, headache, sweat and trembling" and was unable to confirm due to her adc blood glucose meter turning on and then powering off after test strip insertion. Customer further reported that her son treated her with 3 lumps of sugar. No further treatment was reported. There was no report of death or permanent injury associated with this event.